Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced high blood glucose while using the ilet system, with a cgm indicating ¿high¿ and a meter value of 425 mg/dl for about three hours; the user had recently changed infusion supplies on the outer thigh using an inset and did not observe leaking or a bent cannula, and the reason for the high was unknown. Symptoms included hyperglycemia without reported clinical complications. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information to identify a device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.